Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was sent to hospital because of high out of range shock lead impedance measurements were observed on the right ventricular (rv) lead. The trend shows a slow increase in shock impedance during the last year. In the hospital a commanded synchronized shock of 41j was induced and shock impedance was at 100 ohms. Approximately 10 minutes after the shock impedance was at 140 ohms. The patient was discharged and will be monitored via the remote home monitoring system. The product remains in-service. No adverse patient effects were reported.